Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable, painful stimulation. They stated that "one side of my vagina is not right" and noted that one side of their vagina was sore when they sat down. The other side was sore sometimes. The patient noted that is was so bad on sunday when they got in and out of the car, they were screaming and ¿couldn¿t hardly walk. They ¿fiddled with it¿ and lowered the amplitude down to 1.55 volts which made them feel better. The patient did not remember any falls/trauma around the time the issue started. They did meet with the manufacturer¿s representative in their healthcare professional¿s (hcp) office a week ago friday but the patient was unsure if there were any programming changes made. Using the programmer, it was determined that the therapy was on. The patient was assisted with lowering the amplitude from 1.55 volts to 1.00 volts where they thought it was better. The patient was to follow up with their hcp as they had an appointment scheduled on the (B)(6). They noted that they may call sooner if the soreness/pain issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the circumstances that led to the painful/uncomfortable stimulation was it was turned up too high, they turned it way down to resolve the issue the painful/uncomfortable stimulation.